Event description:
Note: this is one of two devices used during the same procedure. Reference manufacturer report 3005099803-2010-00451 for the other device. It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complainant, during the procedure the physician advanced the autotome rx sphincterotome down the scope and when current was applied, in an attempt to perform sphincterotomy, the cutwire snapped. A second autotome rx sphincterotome was used and failed in a similar manner. A piece of cutwire was from one of the tomes fell into the patient and was successfully retrieved with a snare, however, no cutwire fragments from the other tome fell into the patient. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this is one of two devices used during the same procedure. Reference manufacturer report 3005099803-2010-00451 for the other device. It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) ,2009. According to the complainant, during the procedure the physician advanced the autotome rx sphincterotome down the scope and when current was applied, in an attempt to perform sphincterotomy, the cutwire snapped. A second autotome rx sphincterotome was used and failed in a similar manner. A piece of cutwire was from one of the tomes fell into the patient and was successfully retrieved with a snare, however, no cutwire fragments from the other tome fell into the patient. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and the broken ends of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. Further analysis of the cutting wire found it broke at approximately 16 mm from the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the device cut wire was broken. The most probable root cause of the broken wire is operational context; likely due to the procedural factors and/or generator settings used during the event. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)